Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: a 6x24x75/ iliac 6f unistep plus was received for analysis. The device was received with the stent partially deployed in the correct position on the device. The stent was successfully deployed with a little resistance due to a severe shaft kink. A visual examination identified damage to the distal stent wires and center of the deployed stent. Which is at the same location as the shaft kink before the stent was deployed. The inner and outer shafts were found to be severely kinked at several locations along its length. A visual examination identified no damage or issues with the tip of the device that could potentially have contributed to the complaint incident. The damaged found is consistent with resistance being encountered during an attempt to deploy the stent.

Event description:
Reportable based on device analysis completed on 09-jun-2022. It was reported that stent deployment issues occurred. The 95% stenosed target lesion was located in a thin shunt of the forearm vein. A 4-40 symmetry balloon catheter was advanced for dilatation. However, the device failed to cross the lesion. A non- boston scientific balloon catheter was advanced and dilatation was performed. Subsequently, a 6x24x75cm wallstent rp endoprosthesis stent was advanced for treatment. However, it was noted that the outer shaft was too hard to pull. The procedure was completed with another 7-23 wallstent. There were no patient injuries reported. However, returned device analysis revealed stent damaged.